Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The blood glucose reading was 800 mg/dl. The customer stated that he thought he had the flu, felt sick and tired, as well as experienced thirst and rapid heart rate. He was treated with insulin drip and fluids upon admission. The customer was wearing the insulin pump at the time of the event. Upon troubleshooting, it was found that the glucose meter had a wrong time setting. He stated that the perceived cause of the high blood glucose was his worry over the meter. The customer also stated there was a possible air bubble in the cannula. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.